Event description:
It was reported that the patient admitted to the hospital for MRI scanning without mode change. Then the device was interrogated, and it was found to be in back-up vvi mode. The device was reset and restored to the permanent settings. No patient consequences.